Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that an occlusion alarm occurred. Reportedly, the customer performed a supply change to resolve the occlusion. Customer¿s blood glucose level was 303 mg/dl. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy.

Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.